Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately five years post port placement in the right subclavian vein and upon x-ray examination, the catheter of the device was allegedly noted to be broken. The distal catheter segment and the port body was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately five years post port placement in the right subclavian vein and upon x-ray examination, the catheter of the device was allegedly noted to be broken. The distal catheter segment and the port body was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp implantable port attached to a groshong catheter in two segments was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture, material separation and identified deformation and wear issues as a complete circumferential break was noted to the distal end of the catheter that was elliptical in shape. The edges of the complete circumferential break was noted to be uneven and the surface appeared to be granular in one region and round in the other region. A c-shaped irregular break was noted on the proximal broken edge of the distal catheter segment. Further during functional evaluation, both the port attached with catheter and the separated catheter segment were able to be infused and aspirated. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years post port placement in the right subclavian vein and upon x-ray examination, the catheter of the device was allegedly noted to be broken. The distal catheter segment and the port body was removed. The procedure was completed using another device. There was no reported patient injury.